Event description:
It was reported that the device was at elective replacement indicator with a power on reset and the device was not able to be interrogated. It was further reported that the right ventricular lead had elevated impedance and high thresholds. The patient had been lost to follow up for over two years. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion.